Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to run the flow sensor calibration. The customer performed the recommended action and the ventilator is now in working condition.

Event description:
It was reported that a ventilator displayed an error code and went into an inoperable state. The ventilator was not on a patient at the time of the event.